Event description:
Caller reports burnt connector pins on the inform meter. Caller also states some of the connector pins have pieces missing from them. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.